Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an elective replacement procedure, a decubitus sore was noted. The physician removed the affected tissue. The device was explanted and replaced as scheduled. The patient was in good condition post procedure.